Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a low blood glucose (bg) level, value was not provided. The customer consumed carbohydrates and juice to address their blood glucose issue, additionally was given intravenous fluids of saline at the hospital. A pump system check was completed by technical support, confirming the pump was functioning as intended, however the infusion set had been in use for more than 72 hours with novolog insulin.